Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: bilateral rupture.

Event description:
Healthcare professional reported right side rupture and exchange of implant due to patient's concern of the product. Device has been replaced.

Event description:
Healthcare professional reported right side rupture and exchange of implant due to patient's concern of the product. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one opening in posterior side assessed as surgical damage. Additional observations: creases, wear abrasion and white particles (calcification) observed on the device outer surface.